Event description:
Tourniquet tubing was attached to the cuff. Alleged leak noted at connection site when trying to inflate. Tried a second touniquet tubing with same leak result. Changed cuff and the leak stopped. There was a 4 minute delay in surgery.